Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in rehab center and had low flow alarm during night. The patient was doing well, and no patient consequence was noted. The system controller was exchanged, and no more alarm was noted.